Manufacturer narrative:
E1 establishment name: (B)(6) hospital (noting due to character limit). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the instrument's tissue pad was peeling off soon after being used; it also had a high heat retention. This occurred during an unspecified therapeutic procedure. The customer replaced the instrument with a new one and completed the procedure. There was about a five minutes delay to replace the instrument. There was no report of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: e4 . Additional information added to fields: d8 .d9. H3. H4. H6.0 a review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's reportable malfunction was not confirmed. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be that the tissue pad was worn out and some parts of it came off because the ultrasound was output with the gripping part closed without gripping the tissue (including after the tissue was cut). The event can be detected & prevented by following the instructions for use which state: do not activate output while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. To prevent injury to the surgeon, surgical staff, and/or patient due to accidental activation, do not leave the sonicbeat in contact with the patient or a flammable object, such as a drape, while not in use. Also, do not leave the instrument in contact with a tissue, the patient, or a flammable object, such as a drape, after the output has ceased. Otherwise, unintentional burns of the surgeon, surgical staff, and/or patient, or a fire hazard may result. Whenever possible, avoid contacting the shaft other than the grasping section to the tissue as the temperature of the shaft can become elevated and could cause unintentional burns. Refer to ¿ temperature of the shaft, grasping section, and probe tip during activation¿ on page 22 for details of the temperature. Olympus will continue to monitor field performance for this device.